Event description:
Once in the patient, an error code 88 displayed on the shockwave console. The catheter was flushed and reconnected but the error persisted. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep [manufacturer representative] of the event and coordinated product return directly with the mfg rep. Product: 3.0 x12 mm shockwave intravascular lithotripsy (ivl) system with shockwave c2+ ivl catheter with hydrophilic coating, ivl connector cable and ivl generator. Manufacturer response for intravascular lithotripsy system, 3.0 x12 mm shockwave intravascular lithotripsy (ivl) system with shockwave c2+ I (per site reporter).